Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, inappropriate therapy and far-p oversensing were observed on stored electrograms. The oversensing was not present during the interrogation. Intermittent capture was also noted on the right ventricular lead. An x-ray to confirm the lead position was discussed. No further information was provided.